Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were charging their implant last night and they couldn't feel the stimulation. Patient stated they looked at their programmer and the implant was at 100% so they knew they were charged up but they didn't understand why they weren't feeling stimulation. Agent walked patient through turning stimulation on and off. Patient confirmed they were able to increase stimulation to 7.1 but they were still not feeling stimulation; patient said they usually left stimulation at 6.2 or 3.0. Patient denied any recent falls/trauma. Agent instructed patient to check the menu and patient mentioned the check position was not lit up like the other numbers in the menu. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 80%. Agent instructed patient to check the menu and patient mentioned the check position was not lit up. Patient tried increasing stimulation again and was not able to feel stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the doctor reset the stimulator. The issue was resolved.